Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-50264.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading ranged between 70 mg/dl and over 600 mg/dl. The customer stated that she needed a replacement insulin pump for a previously reported issue. Nothing further reported.